Manufacturer narrative:
Carefusion received a medwatch (sus mw5061518) on may 9, 2016 from (B)(6) of (B)(6). The report date on the medwatch lists (B)(6) 2016. On (B)(6) 2016 (B)(6) from (B)(6) hospital in (B)(6) opened a case with carefusion documenting the same incident. A carefusion field service technician went on site attempted to replicate the issue without success. The mini drawer functioned correctly. Neither report alleges patient harm.

Event description:
Customer reports that a mini drawer on a pyxis anesthesia system 4000 did not function properly causing medications in other drawers to be unavailable. The customer was able to retrieve mediations from a nearby device. No patient harm reported as a result of this incident.